Event description:
Customer reported an error alarm on the insulin pump during normal use. The blood glucose reading was 150 mg/dl. Customer had also received a lost sensor alert. The sensor was laying flat and properly inserted. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had an error alarm during the self test due to a faulty component in the radio frequency board. The device had lost sensor alarm due to the error alarm. The unit also had minor scratched display window.